Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of son's infusion set being backed up with blood and his high blood glucose levels not coming down. The customer's mother states that they have to change sites when the high levels do not go down. The customer's mother declined to use helpline to troubleshoot.